Event description:
The customer reported a B30 communication error involving an Olympus Gastrointestinal Videoscope. There was no reported patient injury.

Manufacturer narrative:
The device was returned to Olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: B30(Scope communication ERR) occurred due to corrosion on plug unit.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.